Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a motor rate error. There was no patient involvement, the event occurred during testing.

Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. Confirmed complaint of motor rate error by reviewing the alarm history. Internal inspection found corrosion on the interconnect board as well as a worn leadscrew and clutch pack and fraying on the plunger cable. Replaced all worn and damaged parts. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.